Event description:
It was reported that a team of ew representatives performed an on-site visit to investigate complaints related to fogarty catheters in the vascupouch. The initial interview with hospital staff stated that catheters were stored either in central supply or the or core. The edwards team visited the locations within the hospital where catheters were received, stored, and ultimately used. During the facility walk through, it was found that the catheters were also stored in trauma or 1. Catheters were tested in locations where both the outer corrugated packaging had been removed and prior to the location of the reported failure, specifically, or core and trauma or 1. The team found evidence of xray imaging and uv sanitization being present in trauma or 1, which corresponds with other facility visit findings of high energy sources where the catheters are stored. This report is for one of the model 120803fp, lot 63883786 catheters from trauma or 1 which was noted to have a balloon that would not inflate.

Manufacturer narrative:
Our product evaluation lab received one model 120803f catheter. The balloon latex appeared deteriorated with multiple cracks and tears evident. Leakage was observed from the tears. Both balloon windings were intact. The balloon latex was released from the proximal windings to check the balloon edges at the tears, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The report of balloon deterioration was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone.